Event description:
Patient was implanted with the synchromed pump and catheter on 04/21/1998 for intrathecal baclofen infusion to treat intractable spasticity due to cerebral palsy. On 02/18/1999 the pump and catheter were explanted due to signs and symptoms of infection. The pump pocket culture was positive for staph. Cerebro-spinal fluid cultures were negative. The health care professional states the patient condition is improved and the patient is awaiting implantation of another synchromed pump and catheter.